Manufacturer narrative:
(B)(4). (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringe with needle had a broken plunger specifically the "thumb press ring" was reported to have broken. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. One sample and photo were returned for evaluation. Our quality engineer was able to verify the reported complaint. The team reviewed the process controls of assembly process and packaging process. All process controls are in place. The team also checked the primary packaging machine shoot former setting and found in properly set condition. During the manufacturing of lot 17f0361h, it was observed that in primary packaging machine there were stoppages related to pouch formation. There are chances that due to machine stoppages related to pouch formation, the plunger thumb rest might get damage. The shoot former was set to rectify the pouch formation problem. DHR reviewed found no non-conformities. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that bd emerald syringe with needle had a broken plunger specifically the "thumb press ring" was reported to have broken. No serious injury or medical intervention was reported.